Event description:
The complainant reports an over delivery. It was reported that the rate was set at 20 ml/hr over a period of one hour and the actual amount delivered was 240 ml.

Manufacturer narrative:
Abbott nutrition standard procedure includes attempting to obtain all required information from the source.